Manufacturer narrative:
The device was inspected and tested on june 10, 2017. Within this inspection, functional testing and visual inspection was made. The result was: product in specification and did not show any deviations that could cause the reported incident. From the information reported our assumption is that the incident may be due to the pin placement or due to insufficient pin pressure. Proper alignment between the dual- pin-rocker arm and the single pin torque screw should be equidistant from the center line of the head.

Event description:
On (B)(6) 2017, customer called about a "swivel arm that slipped". There was a risk for the patient and there was a laceration of scalp. Procedure: posterior cervical fusion in prone position. Surgery was completed.